Manufacturer narrative:
This report is being submitted as follow up report no. 1 to provide additional information and the completed investigation. It was initially reported the device was available, however, it has been confirmed the device is no longer available. Therefore, device available for evaluation and device evaluated by MFR have been updated to reflect the device is not available. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no device return the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, evaluation code has been referenced in the conclusions.

Event description:
The user facility reported that during deployment, the handle on the angio-seal device was pulled back and tension was not felt. The footplate and the collagen plug was not in the shaft of the sheath. It was verified that the components were not deployed in the patient.